Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded and not available for evaluation. The device was new and the default settings were set for the procedure and the suction failed on the device. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-52545.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the suction stopped working on two of the customer's vapr cool pulse 90 electrode with hand controls after about five minutes of being used. The procedure was completed with a third electrode from the same lot number using the same generator with no harm to the patient but there was a ten minute delay to switch out the devices each time. The generator settings were set at 220/80 and canisters were used with the devices for suction. The sales rep stated that the surgeon used the devices intermittently and were not buried in tissue when the issue occurred. The electrodes are not reprocessed devices. The sales rep stated that the devices were discarded by the customer.